Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump shut off unexpectedly. The pump was connected to a power source and was able to be turned on. While attempting to reload the cartridge onto the pump, the customer received a minimum fill notification. Customer reported blood glucose level was 200 (mg/dl). The customer was able to successfully load a new cartridge onto the pump and resume insulin therapy.